Event description:
Patient reports having issue with pen needles not working. Noted that this hadn't ever occurred before switching to this brand. 10th quality issue report associated with this manufacturer (various length/size of pen needles) symptoms:, 1. Product quality issue.